Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an intraocular lens implant procedure, it was noted that the lens was scratched after it was implanted into the eye. The lens was removed in the same procedure and replaced with a new lens. There was no patient impact reported.